Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. (B)(4). The reporter has declined to provide allergan further information regarding event, product, and patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with a total of 8 syringes in the facial area, including 4 syringes of juvederm® ultra plus xc in the chin. Hcp noted blood was observed during the aspiration and requested the nurse to change the needle twice with injection sites was changed to nearby locations as well. During the procedure, patient experienced pain and foreign object feeling in the throat. Upon finishing the 4th syringe, hcp compressed patient¿s lips and chin, and skin bleaching was subsequently observed at peripheral areas of the injection sites. Hcp immediately confirmed there was occlusion and treated patient with hyaluronidase(3 syringes, 4500u in total). Patient reported pain during the hyaluronidase injection and the skin color in that area turned to purple. Patient had been monitoring for the following 2 hours and received additional 5 hyaluronidase treatments (10050u in total). During this hyaluronidase treatment, the red-purplish color presented in patient¿s chin area continued darkening, with additional symptoms of pain and colour change (purple) of the gum emerging. Patient continued complaining of the foreign object feeling in their throat and the pain while swallowing. Hcp informed the institute and the patient that the symptoms would resolve after hyaluronidase treatment.